Event description:
As per problem statement: "customer called to advise that the catheter has moved out of the vessel. The catheter broke in several parts and can't be retrieved from the pt." The doctor told the rep that his colleague initially checked the anatomy of the v. Subclavia via ultrasound. Afterwards the physician punctured the subclavian vein and forwarded the wire over the cannula until he recognized a resistance. The physician was not able to overcome this resistance and so he tried to remove the wire out of the pt, which was also not possible. A CT-scan displayed that the middle part of the wire was coiled up in the subclavian vein and the distal part of the wire was also coiled up outside the vein in the peripheral tissue. The doctor said that you can see several wire fractures in and outside the subclavian vein which could be the reason for the injury of the subclavian vein wall. Performing an interventional angiography they tried to enclose the wire-knot in an introducer but this approach failed. The second attempt was to extend both sides of the wire (the intraluminal part of the wire and the part of the wire which is outside the body) but this approach also failed.

Manufacturer narrative:
(B)(4). The event is currently under investigation.